Event description:
Caller reported the following aviva system blood glucose results: 7:40pm 96 mg/dl 7:43pm 544 mg/dl 7:44pm 113 mg/dl 7:50pm 150 mg/dl 7:53pm 148 mg/dl 7:56pm 158 mg/dl 7:58pm 139 mg/dl 7:59pm 171 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.